Event description:
Customer reported that she was unconscious due to low blood glucose. Customer stated that the paramedics were called and she was transported to the hospital. Customer blood glucose reading was 33 mg/dl when paramedics arrived. Customer stated that she was out of supplies for her insulin pump and over bolus with a manual injection. Customer stated that about a year ago she had low blood glucose of 50 mg/dl. Paramedics were called and they treated customer at home. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.